Manufacturer narrative:
This report is being submitted to report additional information. The following sections were updated: b4, b5, d4, d10, g4, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined that the unit's control bar had side play; however, the repair was not completed because the technician could not unscrew the unit and repair the unit. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported during surgery that the dermatome is skipping when in action. No adverse events were reported as a result of this malfunction.